Event description:
The lay user/patient informed the customer care advocate that the dates and times associated with her past blood glucose results, in the meter memory, were incorrect. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged meter memory issue was not resolved with troubleshooting. Replacement product was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) does not expect the return of the product(s) associated with this complaint.